Event description:
Additional information was received from a consumer. It was reported that the patient turned to the whisky bottle to help with the pain. The manufacturer representative had been trying to help the patient find a healthcare provider (hcp) in the area. There were no further complications reported at this time.

Manufacturer narrative:
H6 - addition of patient code c3303. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient needs their pump replaced because its been alarming for two years. It was noted it wakes the patient up every 2 hours but they can't find a doctor to replace it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient receiving dilaudid (8.7 mg/day, unknown concentration) and lidocaine (unknown dose and concentration) via an implantable pump for non-malignant pain and complex regional pain syndrome type 1. The patient reported that their pump had been dead for 2-3 years and had been alarming constantly. The patient stated their healthcare professional (hcp) was refusing to see them so they were requesting hcp listings. There were no symptoms mentioned. No further information provided. Additional information was received from a consumer indicated that the caller missed an appointment and the healthcare provider (hcp) would no longer service the pump. No symptoms were reported. The caller was sent a physician listing. No further complications have been reported as a result of this event.

Event description:
Additional information was received on 20-dec-2018 from a healthcare professional at the patient¿s primary care physician¿s (pcp¿s) office who reported that per the patient the pump ¿sends a little shock to him¿ when the alarm sounds and ¿he can feel it when the alarm goes off¿. The pcp¿s office did not have a clinician programmer at their facility to interrogate the pump. No further complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported device codes: c53269, c63030 and c133527 no longer apply to this event and have been updated to include c62823 and c62806. The previously reported patient code: (B)(6) no longer applies to this event and has been updated to (B)(6). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On 2019-jan-10, additional information was received from an healthcare professional (hcp) and manufacturer representative (rep). Additional information reported the patient was seen and their pump was interrogated on (B)(6) 2019 and the alarm sounding was for an empty pump reservoir. The hcp noted that the patient had "gotten into alcohol issues" and missed an appointment at their previous pain management clinic so they "kicked him out". Because of the missed appointment, the patient's pump went empty. The patient said he could feel the pump "vibrate" every time the alarm went off (about every ten minutes). The patient wanted the pump turned off. The patient was working to locate a new hcp who could discuss options with the patient.